Event description:
It was reported that t:slim x2 pump battery would not charge and power source alert appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Customer used tandem wall adapter and charging cable and issue resolved when pump began charging, so pump did not shut down and no further assistance was required.